Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset approximately a month ago and again on the date of the report. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.